Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient reported that no one had called them to set it up or turned it on since they were implanted on thursday, (B)(6) 2025 and "that was the problem," because the therapy wasn't helping/wasn't doing anything for their symptoms. The patient stated they were supposed to be called on friday, (B)(6) 2025 but no one called them and they went all weekend with the therapy "not on". Patient services reviewed the role of patient services and reviewed the post implant team educational program intentions with the patient and reviewed with the patient that the post implant team would be calling them soon. Patient services offered to walk the patient through talking about their external devices and reviewing communication one talking points however the patient declined and stated, "just have them call me." Patient services alerted post implant team management about the patient and documented reported event. No further action was taken by patient services. The patient stated their managing health care provider was at the va and that it was the same healthcare provider that implanted the device that was on record. Additional information was received from a patient. They reported that they were not getting relief from the therapy since implant date. The patient mentioned that they never got the ins "connected." The patient had their 6-week check-up with their doctor, but no changes were made and the doctor redirected the patient to manufacturer. During the call, agent had the patient connect to the ins and discovered that therapy was turned off. The patient turned therapy on and set stimulation to a comfortable level. The patient confirmed they could feel stimulation in the bicycle seat area. The patient would maintain stimulation level and continue to monitor symptoms. Patient reported never received therapy benefit since implant date and no symptoms were reported. The patient connected to ins and discovered therapy was off. Turned therapy on and assisted with stim increase.